Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm error did not reappear after reset, and customer successfully started new sensor session, with no additional information provided regarding further outcome.